Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that when conducting the preliminary tests on the device before the surgery, they observed that the blade was protruding from the closed jaws of the device. The jaws were then forced open by hand, and it was noted that the jaws were not properly aligned.